Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g4. PMA / 510(k)#: k213670, k231373. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one (1) bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube that the closure was detached. The stopper appeared to be perpendicular inside the tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using one (1) bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube that the closure was detached. The stopper appeared to be perpendicular inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary. Bd received four photos for investigation. The evaluation of these photos indicated that improper assembly caused the stopper to not be placed correctly on the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.